Event description:
The hcp reports the pt expired one day post pump replacement. The pt was hospice for cardiac and renal problems, but had been cleared for replacement surgery of their pump as the battery alarm had been activated. In 2007, the pt underwent surgical replacement of the pump. No catheter revision was reported. The pt was continued on the same drug at the same dose (infumorph 25 mg/ml at 10-12 mg/day), but it was not known if new or old drug was placed in the new pump. The catheter was cleared until csf was returned. A priming bolus was performed. No additional therapeutic bolus was administered. It was unk what level of the spine the catheter tip was placed. The pt received general anesthesia for the surgery. The physician decided to keep the pt overnight. The following day, the pt was awake and alert, but had no urine output. A straight catheter procedure was performed several times that day yielding 200cc and then 100 cc. Later that day, the pt's creatinine level was noted to be 3.0 mg/dl and her blood pressure had dropped. The pt expired that evening. The family had requested an inquiry by the medical examiner, but it remains unk if an autopsy was performed. Additional info has been requested. A follow up report will be sent if additional info is received.